Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient underwent revision surgery to excise the excess skin on (B)(6) 2013, at which time a healing cap was placed. On (B)(6) 2013, the patient underwent a second procedure to excise the excess skin at the abutment site; the patient was injected with a pre-operative dose of ciprofloxacin (dosage not reported) and lidocaine with epinephrine. The abutment was exchanged at this time. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.